Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use at the time of the reported event. The procedure was completed using wired footswitch. A philips field service engineer (fse) inspected the system onsite and confirmed the reported malfunction. The fse identified that the wifi light emitting diode (led) was glowing red and no connection was possible. To resolve the reported issue, the fse replaced the wireless footswitch and the base station. The system was returned to use in good working condition and was ready for clinical use. Further failure analysis of the wireless footswitch and the base station was performed. Functional testing was performed, and no failures were observed. At the time this complaint was received, philips did not have enough information to exclude the occurrence of a malfunction that could have cause death or serious injury in case of recurrence. Since that time, new information has been received that has led to a re-evaluation. The procedure could be continued as planned by using the wired footswitch. A defect in the wireless footswitch causing the procedure discontinuation where a wired footswitch was used for the continuation of the procedure is unlikely to result in a death or serious injury. Therefore, philips has re-evaluated this complaint as not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless footswitch was not working. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.